Event description:
It was reported that the customer was hospitalized with high blood glucose levels. It was stated that the customer was on dialysis, and was 17 weeks pregnant. Troubleshooting was performed, and the insulin pump was programming correctly. The insulin pump passed the selt test. The caller did not have a tubing clamp or hemostat for the high pressure test. The caller stated that she would have the nurse call back to continue troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.